Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. Loose pieces of gasket were noted on the rim and outside of the jar. White particulate was present in the solution. The gasket had pits and peeling. The temperature indicator was not activated. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a defect was observed in the leaflet material of a transcatheter valve, and the valve was not inserted into the patient. Subsequently, a new valve was opened and used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The previous product analysis was inadvertently completed for the wrong product. Corrected product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in the original jar, submerged in an unknown clear solution in the original product packaging, wrapped in bubble wrap. The serial number tag was received detached. As received, all leaflets were in the closed position. All leaflets were flexible and intact; no damage or tears were observed. All commissures were intact. There were no signs of damage or anomalies to the frame. The valve was subjected to steady-flow testing under both forward-flow and back-pressure conditions. The valve completed both tests, and the still images indicate that the valve coapts properly. Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There was no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.